Manufacturer narrative:
It was reported by the hospital contact that the resheathing tool was torn in 2 separate pieces when the surgeon tried to resheath the coils cpl10020430/g14606 and cpl10020330/c27712. So surgeon used another product (details unknown) and the procedure was successfully done. It was initially reported that the products will be returned for analysis. There was no clinically significant delay in the procedure due to the event. It is unknown if there were any damages noted on the coils. Very limited information was received. The stretch resistance suture and ball tip were severed and not returned. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, unreported damage of coil protrusion through the sheath and coil stretching was found. Located 14.0 centimeters off the distal tip of the green introduce, the stretched coil protrudes through the sheath. The resheathing tool was returned undamaged. It was found that the stretch resistance suture and ball tip were severed and not returned. No manufacturing defects were found. The complaint of the resheathing tool being torn is not confirmed. The resheathing tool was returned undamaged; therefore the root cause of the resheathing tools damage cannot be determined. Unreported additional damages: the coil was found to be severely stretched and protruding through the sheath with the stretched resistant suture with the ball tip being found to have been severed and not returned. The circumstances of how and when this damage occurred cannot be determined. In addition, without the identification or the return of the unknown microcatheter, the rhv and the severed stretch resistant suture with the ball tip, it cannot be determined if these components had any additional contribution to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4). This is an initial/final report. Concomitant medical products and therapy dates: another product (details unknown). Coil (cpl10020330/c27712).

Event description:
It was reported by the hospital contact that the resheathing tool was torn when the surgeon tried to resheath the coils cpl10020430/g14606 and cpl10020330/c27712. So surgeon used another product (details unknown) and the procedure was successfully done. It was initially reported that the products will be returned for analysis.